Event description:
Plastic that holds the wire channel stripped. Unable to continue to use the catheter. The physician was performing an atherectomy.====================== manufacturer response for atherectomy device, silverhawk/fox hollow======================will evaluate and provide feedback.